Manufacturer narrative:
Additional information: the customer did not return the suspected product for evaluation. The in-house contour ts meter was tested with the in-house contour ts test strips from lot # 7jm3e01d, which gave satisfactory performance. Corrected information: lot # 7jn3e01d indicated in the initial report was determined to be invalid. Lot number has been updated with the correct information.

Event description:
The advocate from (B)(6) reported that the customer obtained blood glucose readings of 211 mg/dl with the contour ts meter and 106 mg/dl with the laboratory testing. There was no allegation of adverse event. The customer was advised to return the test strips for evaluation. Replacement meter and test strips were sent to the customer.